Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all of the device components were not returned. The foot retraction issue was confirmed due to the condition of the returned device. The difficulty to remove the device is likely related to the observed foot retraction issue. The investigation was unable to determine a conclusive cause for the reported cuff miss. The foot retraction issue appears to be related to calcification at the access site. The difficulty removing the device and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath, prior to a transcatheter aortic valve implantation (tavi) procedure. Femoral angiogram was not performed. Reportedly, a cuff miss was noticed after removing the proglide plunger. Several unsuccessful attempts were made to park the deployed foot. The lever of the plunger on the proglide device was pulled a little bit stronger; however, the deployed foot could not be retracted. Some force was applied and the proglide device was removed from the vessel with the foot still deployed. The tavi procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Correction: femoral angiogram was performed.